Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reports that when trying to inflate the endotracheal tube cuff, pilot valve does not allow the syringe to be connected to inflate the cuff as the syringe pops out. There was no report of patient involvement or any required intervention performed.